Manufacturer narrative:
Report source country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient would feel her stimulation go off and observed out of regulation (oor) messages ever since having a fall in the bath. It was stated that ¿it eventually goes on again but keeps sporadically turning off.¿ no further information was reported at the time of initial report; no further complications were reported or anticipated.